Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) level was 268 mg/dl, and an insulin shot was delivered to correct bg levels. It was indicated that the customer would use the travel loaner pump for continued insulin therapy.